Event description:
It was reported that difficulty was encountered while passing the iab through the introducer sheath. As a result of this, the iab and sheath were removed as a unit. There were no patient complications.